Event description:
As per additional information received on april 01, 2020, the below device item#: 00877401232. Item name: alloclassic variall biolox delta, insert, kk/32. Lot#: 2948795. Is not manufactured by zimmer biomet winterthur, but by zimmer biomet warsaw. So please delete this report from your database.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. As per additional information received on april 01, 2020, the below device item#: 00877401232. Item name: alloclassic variall biolox delta, insert, kk/32. Lot#: 2948795. Is not manufactured by zimmer biomet winterthur, but by zimmer biomet warsaw. So please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical devices. Unknown screw pan 54 kk; item#unknown; lot#unknown; fitmore stem; item#unknown; lot#unknown; unknown cup; item#unknown; lot#unknown. The manufacturer did not receive x-rays for review. Surgical reports were received and will be reviewed as a part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient is implanted on the right side and is currently being monitored for a suspected ceramic breakage and is scheduled for a revision surgery.